Manufacturer narrative:
Corrections in a1, d4: lot number & UDI number, d9, and h3. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a single level tlif case, after final tightening of a closure top, the closure top and pedicle screw lost compression. This was due to the torque handle providing inadequate torque. The surgery was completed using a disposable torque handle to successfully perform the final locking again. There was no patient impact.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3. Additional information in h4 and h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed no signs of damage. A functional inspection was performed by testing the torque output on eq: 2661-b. The torque readings ranged from 90.9 in-lbs to 93.1 in-lbs. Per drawing 07.02053.001 rev. D, the torque out put should be 90 in-lbs +/- 5%. Root cause: a definitive root cause cannot be determined as the returned device was found to function as expected. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical's control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during a single level tlif case, after final tightening of a closure top, the closure top and pedicle screw lost compression. This was due to the torque handle providing inadequate torque. The surgery was completed using a disposable torque handle to successfully perform the final locking again. There was no patient impact.

Event description:
It was reported that during a single level tlif case, after final tightening of a closure top, the closure top and pedicle screw lost compression. This was due to the torque handle providing inadequate torque. The surgery was completed using a disposable torque handle to successfully perform the final locking again. There was no patient impact.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.